Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra smart coil (smart coil) system as noted in the device labeling include: ischemia and neurological deficits including stroke. Therefore, it was determined that the reported ischemic stroke was a potential complication related to the use of the smart coil. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00735, 3005168196-2018-00736, 3005168196-2018-00737. The device was implanted into the patient.

Event description:
On (B)(6) 2017, the patient underwent a balloon assisted coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils) with no reported complications. On (B)(6) 2017, the patient experienced an ischemic stroke and presented to the emergency room (ER) with left upper extremity numbness and weakness. It was reported that the patient was on warfarin for stroke prevention with atrial fibrillation but held her therapy one week prior for three days, for a colonoscopy. Therefore, the patient received intravenous tissue plasminogen activator (IV tpa) and was admitted to the neurological intensive care unit (ICU). The patient¿s medication was also switched to eliquis and aspirin and the stroke resolved. On (B)(6) 2017, the patient was discharged to inpatient rehab. The reported ischemic stroke was adjudicated to be an adverse event with a possible relationship to the penumbra smart coil system and the procedure.